Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The mother believes that the customer went into a coma while driving due to not haven eaten prior. The caller stated that the customer normally does not drive, but due to unforeseen events, the customer had to drive and got into an accident. The caller stated her truck got on fire and customer was unrecognizable. No further information was provided.